Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable results for approximately 11 patient samples for various assays. The samples were repeated on another cobas 6000 c (501) module. Of the data provided, only the following results for seven patients were discrepant. Patient 1 initial bun result was 31.3 with a data flag and the repeat result was 47.6 with a data flag. Patient 2 initial sodium result was 150 with a data flag and the repeat result was 138. The initial potassium result was 4.6 and the repeat result was 5.05. Patient 3 initial calcium result was 7.7 mg/dl with a data flag and the repeat result was 9.5 mg/dl. Patient 4 initial albumin result was 3.6 and the repeat result was 3.1 with a data flag. The initial sodium result was 144 and the repeat result was 132 with a data flag. Patient 5 initial valproic acid result was 21.6 ug/ml with a data flag and the repeat results were 51.4 ug/ml, 49.5 ug/ml with a data flag, and 52.5 ug/ml. Patient 6 initial sodium result was 151 with a data flag and the repeat results were 160 with a data flag and 142. The initial calcium result was 7.7 mg/dl and the repeat result was 9.3 mg/dl. Patient 7 initial sodium result was 177 with a data flag and the repeat results were 192 with a data flag and 139. Unless noted above, the units of measure were requested but were not provided. The erroneous results were released outside of the laboratory and had to be corrected. The customer confirmed there was no adverse event. The reagent lot numbers and expiration dates were requested but were not provided. The field service representative found there was an issue with the cell detergent valve and replaced it. As a precautionary measure, he replaced the rinse nozzle tips, syringe seals, cells, electrodes, ise pinch valve tubings, and ise nozzle. He checked and performed all adjustments for the rinse mechanism, wash stations, and gear pump pressure. The customer performed precision testing and all results were in the correct ranges. The customer performed qc the results were in the correct ranges.